Event description:
The customer reported to beckman coulter (bec) hotline support that, over the period of a week, reagent probe a on their unicel dxc 800 pro synchron system dripped 1 or 2 drops of fluid when washed. There was no change or effect to patient treatment in connection with this event. No erroneous patient results were generated. The operator wore a laboratory coat and gloves while troubleshooting.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the reagent probe a collar wash and replaced the reagent probe a collar wash valve to correct the leak. (B)(4).